Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red - and skin is slightly peeling on one area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended peroxide and neosporin for the skin irritation as well as removing lifevest for a few days to allow the area to heal. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.